Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient noted that the green arrows were intermittently not on their system controller. There had been no alarms and upon initial interrogation, nothing of concern was noted. Log files were submitted for further review and captured no unusual events recorded in the log file event history. The system controller and the emergency backup battery were exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of one of the pump running light emitting diodes (led) intermittently not illuminating was not confirmed. A log file was submitted for review and data from the event date of 29may2025 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low-speed limit without issue throughout the timespan. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12mar2025. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the system controller exchanged resolved the event.